Event description:
During implant procedure, the stylet of the left ventricular (lv) lead could not be separated from the lv lead. The lv lead was not implanted and a new lv lead was successfully implanted. The patient was stable.